Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, bronchovideosope exhibited an image problem; scope had no image. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E2, e3: information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was not confirmed, however, it was determined that while the user was handling the device, a-rubber and biopsy channel leaked, which led to water invasion of the device, resulting to abnormality of electronic parts causing the suggested event to occur temporarily. Olympus will continue to monitor field performance for this device.